Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this device exhibited code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted for data analysis and confirmed there was potential high impedance within the battery. It was recommended to perform device replacement within a provided timeframe. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.